Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's power cord is missing a pin. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit's power cord is missing a pin. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10 additional customer contact phone: +(B)(6). A getinge field service engineer (fse) found ground prong online cord missing. Replace line cord assembly. Device passed all functional and safety tests according to factory specifications. Unit returned to customer.